Event description:
The pump was received from the customer for a report of "physical damage, pump dropped." The pump was in use on a pt; no adverse pt event was reported. The pump was switched out to be tested due to being dropped. During MFR testing procedures, the pump was noted to be out of specification for delivery accuracy. With an expected delivery amount of 20.0ml, the actual volume delivered measured 21.2ml. Device specification for this procedure requires actual delivery to be +/-0.8ml from expected.